Manufacturer narrative:
This event was submitted with medwatch (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil disconnected from the connector. It was confirmed that the issue occurred involuntarily. The patient was undergoing an embolectomy.